Event description:
It was reported that stent fracture occurred. A 3.00x38mm promus premier¿ stent was selected. An angioscope was used to predilate the vessel. It was then noted that the stent broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 330mm distal from the strain relief. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with the stent and shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. A 3.00x38mm promus premier¿ stent was selected. An angioscope was used to predilate the vessel. It was then noted that the stent broke. The procedure was completed with another of the same device. No patient complications were reported.